Manufacturer narrative:
A 1845000 (drill, indigo high speed otologic), serial number (B)(4): the device was returned for analysis. Analysis did not confirm the reported event of handpiece heated up. Pre-repair temperature testing was performed. The following are the temperatures of the device: ambient temperature was 78.1 degrees f and max temperature after 1 minute was 81.8 degrees f. No fault found with the handpiece. The device was cleaned and tested to the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates the handpiece overheated immediately (less than one minute) during setup and testing prior to use.

Manufacturer narrative:
Medical device: product ID 1845020 - attachment indigo angled, serial # (B)(4), lot # 210760334 manufactured date: april 19, 2016, 510(k) # k081475, UDI (B)(4). Product ID 1845010 - attachment indigo straight, serial # (B)(4) , lot # 210812946 manufactured date: february 15, 2016, 510(k) # k081475, UDI (B)(4). No product analysis results available. Device evaluation anticipated but not yet begun.

Event description:
The customer reported that the handpiece was heating up, bur rotated sporadically. There was no patient/staff impact.

Manufacturer narrative:
Concomitant devices returned for analysis. Product number 1845020 attachment indigo angled, serial number (B)(4): analysis did not confirm the reported event of handpiece heated up. Pre-repair temperature testing was performed - temperature after 5 minutes was 97.8 degrees f. The device was cleaned and tested to the manufacturing specifications. Product number 1845010 attachment indigo straight, serial number (B)(4): analysis did not confirm the reported event of handpiece heated up. Pre-repair temperature testing was performed - temperature after 5 minutes was 84.1 degrees f. The device was cleaned and tested to the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.